Manufacturer narrative:
(B) (4).

Event description:
Procedure type: pancreas. According to the reporter: the needle broke after use on patient. Although the patient was x-rayed, the broken needle was not found. It is unknown where the broken needle dropped. There was no bleeding. Patient status: fine and there was no other patient information available.